Manufacturer narrative:
On 25-oct-2023, the following additional information was obtained: the vio dv 2 (erbe) has been received and investigations completed. Failure analysis investigations did not replicate the customer reported complaint. The unit energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse replaced the erbe generator and then tested the da vinci system. The fse verified that the system was working fine and ready for use. The erbe generator and fenestrated bipolar forceps instrument involved with this event have not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the fenestrated bipolar forceps instrument log was completed, and there were no errors related to the reported event. Review of the advanced system log was completed, and there was nothing to suggest fault with the system. The logs from before and after the procedure were also reviewed, and there have been no other events that would suggest faults related to the reported event. Video provided by the customer for this event was reviewed and showed that tissue was grasped, energy was delivered for about 4 seconds, and there appeared to be some tissue sticking when the jaws were opened.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep procedure, unspecified tissue was getting stuck on the bipolar instrument's jaws. The surgeon stated this issue has occurred across a series of procedures using the same erbe generator, involving multiple instruments of similar types (ex. Fenestrated bipolar forceps, maryland bipolar forceps) with different lot numbers. The surgeon has attempted to resolve this issue by using different energy settings and switching to another bipolar instrument. The surgeon followed all protocols of esu (electrosurgical unit) with complete cycle completion of bipolar action. The bedside assistant ensured the instrument jaws were clean whenever there was any excessive charring. It has been an ongoing issue throughout previous procedures and the surgeon suspects the erbe generator. During this event, the issue occurred when tissue became stuck between the jaws of the fenestrated bipolar forceps instrument after the first attempted energy activation and on multiple occasions. The instrument was moved around to release the tissue. No tissue had to be excised due to the issue. There were no errors reported within the erbe generator logs. The procedure was completed robotically. There was no concern about this issue causing any long-term complications with the patient. The patient did not experience any post-operative complications.